Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was heating up. The customer¿s blood glucose was unknown. Troubleshooting was performed for overheating and noticed that battery was not lasting more than 5 hours and the pump was heating up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. However device received with high sleep current due to moisture traces at electronic assembly. Device was monitored and no heating up of the battery tube or battery was noted.